Event description:
This case was performed by dr. (B) (6). An (B) (6) female came in with an unruptured 5.9 x 4.5 wide-necked, supraclinoid aneurysm described as an "incidental finding" as this was the second of two such aneurysms being treated. Due to a high degree of tortuosity in the common carotid, the doctor placed a neuron guiding catheter. He placed an sl-10 preshaped 45 degree microcatheter, followed by an ascent 4x10 balloon. The pt exhibited a high amount of sensitivity and vasospasm as the wire and microcatheter were introduced. A 5x7 cashmere coil was positioned and detached. The doctor followed with a deltaplush coil, 2.5mm x 2cm. As he was advancing the coil out of the microcatheter, the microcatheter (which was positioned 3/4 into the aneurysm) and coil jumped slightly forward rupturing the dome of the aneurysm. The balloon was still inflated at this time. The doctor quickly positioned the coil and detached. At his point, the anesthesiologist was having a hard time controlling the blood pressure, which is normal with a rupture, it varied from 116 to 170 mmhg during the remainder of the procedure. A 2x3cm deltaplush coil was introduced but the physician was not happy with microcatheter and coil position, so the coil was removed. The doctor repositioned the microcatheter with a wire and proceeded to place a 2x2 deltaplush coil. He was still not satisfied with microcatheter tip position, so he withdrew the deltaplush ad repositioned the microcatheter again. He then positioned and detached a 2x3 axiom coil, and 2 2x2 axiom coils. He deflated the balloon, and did a run. At this point, it was noticed that there was "no flow" from rupture of aneurysm that had taken approx 15-20 minutes. The pt was taken to CT for imaging. The pt later expired.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.